Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was not recognizing syringes. There was no report of patient involvement.

Manufacturer narrative:
Received one device. Visual inspection found no damage related to customer concern. Customer concern confirmed, the pump not recognize when a syringe is loaded into the ear clip. Replaced ear clip optocoupler. Problem resolved. Loaded standard 1a12 configuration and recalibrated all sensors. Pump passes all functional testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.